Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low scan result on the adc device in comparison to unspecified reading on unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced hypoglycemia and loss of consciousness after over-administering insulin (rapid-acting and slow-acting) to counteract the low sensor readings. The emergency services were called to assist and transported the customer to a hospital and received unspecified third-party treatment. A post blood glucose reading of 126 mg/dl was obtained on a healthcare professional meter was compared to adc scan result of 250 mg/dl (more than 10 minutes gap). There was no report of death or permanent impairment associated with this event.